Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter.

Event description:
Information received from a healthcare provider (hcp) via a manufacturer representative regarding a patient receiving gablofen 2000mcg/ml at 1400 mcg/day via an implanted pump. Indication for use was noted as intractable spasticity and cerebral palsy. It was reported that on (B)(6) 2016 the patient presented with increased spasticity. There were no known contributing factors reported. The physician attempted to aspirate the catheter access port on (B)(6) 2016 without cerebral spinal fluid (csf)/drug flow. The physician took the patient to the operating room on (B)(6) 2016 for exploration of catheter. When opening the pump pocket, the physician noted that catheter at the pump connector to be kinked. The physician then cut the catheter at the connector and noted good csf flow. There were a few micro tears at the distal end of the catheter in the pump pocket. The physician removed that section of catheter. The physician removed 16cm of the catheter and pump connector from pump pocket site was removed. The physician did a dye study which was normal. The physician then attached a new sutureless pump connector to the remaining catheter in the pump pocket, noted good backflow the catheter and then attached it to a new 40 cc pump. The issue resolved at the time of report. The patient's status at the time of report was "alive, no injury."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.